Event description:
Patient's family member called lfs on patient's behalf alleging that their one touch ultra meter was reading inaccurately high. Patient obtained a 286 mg/dl at home and an hour later a 240 mg/dl was obtained on calibrated lab device. The customer service rep was unable to perform troubleshooting since the meter would not power on. The battery was replaced less than 1 year ago, battery was correctly installed, battery contacts were in good condition, and the correct type of strips was being used. The patient neither alleged harm nor experienced injury or medical intervention. Based on the information supplied by patient's family member, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. Patient's meter was replaced.